Manufacturer narrative:
A follow up report will be filed after the devices are received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
The units were returned to the manufacturer and were visually inspected. It was observed that all suction tubes were connected to tip inserts. A manual pull test was performed and the suction tubes detached from tip insert. Glue applied was not uniformly distributed thru the connected parts. Based on device risk document and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (suction tube and tip insert). The devices were scrapped at the manufacturer.

Event description:
It was reported that approximately 10 coaxial bone cleaning tips fell apart at multiple connections during set up for a total knee procedure. It was confirmed that no tip fragments fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that approximately 10 coaxial bone cleaning tips fell apart at multiple connections during set up for a total knee procedure. It was confirmed that no tip fragments fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.